Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that the ultrafiltration (uf) treatment time on a fresenius 2008k2 hemodialysis (hd) machine ran incorrectly during a patient¿s treatment. The event was confirmed during followup by a member of the nursing staff. The machine indicated that uf treatment had completed and the patient was prematurely pulled from the machine with approximately 10 minutes of treatment time remaining. There were no adjustments made to the uf function and the uf was not turned off at all during treatment. There was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient did not have any complaints or symptoms related to the reported event and no additional treatments were required. Additional patient and treatment details were not provided. Per the nurse, the machine was pulled from service and then returned. Additional information regarding the machine evaluation was not available. No parts were returned to the manufacturer for a physical evaluation.

Event description:
A user facility biomedical technician (biomed) reported that the ultrafiltration (uf) treatment time on a fresenius 2008k2 hemodialysis (hd) machine ran incorrectly during a patient¿s treatment. The event was confirmed during followup by a member of the nursing staff. The machine indicated that uf treatment had completed and the patient was prematurely pulled from the machine with approximately 10 minutes of treatment time remaining. There were no adjustments made to the uf function and the uf was not turned off at all during treatment. There was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient did not have any complaints or symptoms related to the reported event and no additional treatments were required. Additional patient and treatment details were not provided. Per the nurse, the machine was pulled from service and then returned. Additional information regarding the machine evaluation was not available. No parts were returned to the manufacturer for a physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that the ultrafiltration (uf) treatment time on a fresenius (B)(4) hemodialysis (hd) machine ran incorrectly during a patient¿s treatment. The event was confirmed during followup by a member of the nursing staff. The machine indicated that uf treatment had completed and the patient was prematurely pulled from the machine with approximately 10 minutes of treatment time remaining. There were no adjustments made to the uf function and the uf was not turned off at all during treatment. There was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient did not have any complaints or symptoms related to the reported event and no additional treatments were required. Additional patient and treatment details were not provided. Per the nurse, the machine was pulled from service and then returned. Additional information regarding the machine evaluation was not available. No parts were returned to the manufacturer for a physical evaluation.